Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months . It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, due to a decrease in the patient's general condition, the patient was moved from normal care to the intensive care unit. The patient experienced an estimated pump flow fluctuation down to 0 l/min. Emergency treatment with medical therapy could not stabilize the patient¿s condition. The patient subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The reported low flow events down to 0 lpm were confirmed through the evaluation of the submitted log file data; however, a specific cause for the low flow situation could not be conclusively determined through this evaluation. The submitted system controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2017 and showed that the calculated average flow values appeared to remain overall stable until (B)(6) 2017 at 4:43 pm, when flow appeared to decrease over time and then ultimately dropped to 0 lpm at 4:53 pm. Continuous low flow hazard alarms became active and the calculated average flow value did not increase above 0 lpm for the remainder of the log file data. The low flow events correlated with a decrease in motor power values. The low flow alarms persisted on two different system controllers and despite changes to the stored patient speed. Despite the low flow situation, the log file data appeared to show the pump operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.